Event description:
Customer reported that pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, which were unsuccessful. The customer continued to use the pump for insulin therapy.